Event description:
The customer reported that they raised the c-arm all the way up, but when she tried to lower the c-arm, it stayed in the up position. She tried rebooting but is stayed at the top position. They were able to use the c-arm by moving the table.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep replaced the vertical column. The system works as intended.